Event description:
A medical doctor reports having used latex gloves made by several different glove manufacturers. He reports that he developed an allergy to latex due to his exposure to these gloves.